Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient tripped on a door, which closed on their lagging foot and they fell. The 8840 revealed that contact #7 was out, but doesn't seem to impact their programming and may have been there for some time. The patient has a 2x 8 lead. There was no swelling at the ins site and no bruising. The patient wanted that device evaluated, which was done and the issue is closed. The issue is resolved. No further complications were reported or anticipated. No symptoms were reported.